Manufacturer narrative:
The insulin pump was unable to prime during prime test due to faulty force sensors. Device passed basic occlusion and displacement test. No motor error alarms noted. Cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window and cracked case near display window corners noted during visual inspection. Motor tested ok. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 330 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.